Event description:
Cardiac catheterization revealed a critical mid left anterior descending stenosis. An endeavor rx drug-eluting stent was implanted to the mid lad. A dissection occurred and a second endeavor rx stent was implanted overlapping. The edge dissection and stenosis was successfully treated. The patient was discharged and was ambulating without any difficulty and was discharged in good condition on medications. The investigator has not assessed the relationship of the event to the stent. Approximately 8 months after the index procedure the patient presented with symptoms of angina. There was evidence of critical stenosis just distal to the previously placed stent which may indeed be a distal edge restenosis. Percutaneous revascularization was performed with a xience stent and an excellent angiographic result was obtained. The patient was discharged the following day. The investigator has not assessed the relationship of the event to be sent.

Manufacturer narrative:
(B) (4). Evaluation, results: dissection.